Event description:
It was reported that during use of the bd 60ml syringe luer-lok¿ tip there is an issue with leakage. As reported by the facility. "Facility is experiencing leaking with the 60 ml syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary 48 samples were received. They came in sealed packaging blister. Visual inspection was performed finding no defects. They all were tested for leakage and they passed with no issues. Failure mode was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8221505 for the same defects or symptoms. There was no documentation of issues for the complaint of batch # 8221505 during this production run. Root cause description: undetermined.

Event description:
It was reported that during use of the bd 60ml syringe luer-lok¿ tip there is an issue with leakage. As reported by the facility. "Facility is experiencing leaking with the 60 ml syringes."